Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09400. It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 2.50 x 16 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation of the device, the stent came off from the stent delivery balloon. The device was never used inside the patient. Subsequently, another 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, it got caught on the non-bsc guide extension catheter and was damaged. The stent and delivery system were removed from the patient and the procedure was completed using another synergy stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that; the stent was damaged with stent struts were bunched towards the distal end of the stent and overlapping. The stent had moved distally on the balloon over the distal markerband exposing the balloon wall on the proximal side for approximately 8mm. Stent damage most likely occurred when the stent came into contact with the guiding catheter during withdrawal attempts. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09400. It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 2.50 x 16 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation of the device, the stent came off from the stent delivery balloon. The device was never used inside the patient. Subsequently, another 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, it got caught on the non-bsc guide extension catheter and was damaged. The stent and delivery system were removed from the patient and the procedure was completed using another synergy stent. There were no patient complications reported.